Manufacturer narrative:
An internal biomérieux investigation was performed, which included an analysis of the customer¿s provided data. Conclusion on the fine tuning: the fine tunings performed before the identification issues were conforming, and all the mandatory fine tuning criteria were achieved. The analysis of the calibrator mzml files and according to the vilink alert tool criteria indicate a fine tuning was needed during the tests made on (B)(6) 2020. The fine tuning status had drifted under the acceptable limit. No fine tuning was needed during the tests made on (B)(6) 2020. Conclusion on spot preparation quality: the analysis of the calibrator mzml files show the spot preparation quality is heterogeneous, mainly on (B)(6) 2020. However, the sample mzml files show that the ¿all peaks¿ number is quite homogeneous. Conclusion on the identification: based on the investigation findings, the most probable identifications for the lab ID¿s tested are as follow : lab_(B)(6): escherichia coli. Lab_(B)(6): escherichia coli. Lab_(B)(6): unknown, to be confirmed with molecular method. Lab_(B)(6): klebsiella pneumoniae. The fine tuning made on (B)(6) 2020 fixed the issue and allowed to obtain more reliable identifications results. Root cause analysis: fine tuning has drifted under the vilink alert tool criteria.

Event description:
A customer in (B)(6) notified biomérieux of discrepant identification results between the initial and repeat testing associated with vitek® ms instrument (ref. 410895, serial number (B)(4)) with vitek ms knowledge base 3.2. Vitek ms gave the following results: patient 3: initial test: lab ID (B)(6): single choice to prevotella denticola (99.9% confidence). Re-test (subculture) after fine tuning: lab ID (B)(6): single choice to acinetobacter radioresistens (99.8% confidence). The re-test provided the expected organism. There is no indication or report from the laboratory that the discrepant result led to any adverse events related to a patient's state of health. A biomerieux internal investigation has been initiated.